Event description:
It was reported, the patient experienced a seroma and the pump was explanted to rule out infection. The catheter had disconnected at the pump connector. The pump was sent to pathology for culture and per the hcp was negative. No pump was implanted between (B)(6) and (B)(6). And the catheter had remained implanted. On (B)(6) 2013, the patient was implanted with a new pump and the pump connector was also removed and replaced. The patient outcome was noted as alive no injury. The pump was used to deliver dilaudid

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8598 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).